Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient went to hospital and visit emergency due to diabetes related problem event on (B)(6) 2024. Patient suffered from pain due to fluctuation in blood glucose level. Blood glucose value was 503 mg/dl no further information available.